Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box indicated that the last basal delivery and last bolus delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate; at the end of testing, the basal history correctly showed 2.0 units per hour and the total daily does history correctly showed 48.0 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurring during investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 406mg/dl with extreme drowsiness, nausea, and felt "fluish". Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and resumed insulin pump therapy after pump replacement. The reporter noted that the patient's healthcare provider (hcp) had made basal rate changes related to the alleged bg excursion. Troubleshooting revealed that the basal delivery totals in the total daily dose history did not match; however the discrepancy was determined to be due to normal pump use: a cartridge change had been performed and the basal edit screen was accessed. All other settings and histories were found to be correct. The pump was found to be delivering as programmed; however the patient's hcp insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a non-specific pump malfunction.